Event description:
Procedure: chemosite insertion. According to the reporter: after the catheter was implanted, the doctor injected the solution into the port, but there was no flow. The port was removed and a new port was implanted.